Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. On 16-jan-2018, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax medical has not received any further information for this event, and therefore, considers this medwatch report closed.

Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014-(B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated "primary channel blocked-biopsy channel is block" for video gastroscope model eg29-i10/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a pentax rubber check valve lodged inside the primary operation channel. This finding confirmed the customer's complaint. Other inspectional findings included: dry/wet leak tests passed. Lightguide prong cover glass set loose. Pentax medical made 3 good faith effort attempts to gather additional information from the facility. No additional information has been received from the facility. The gastroscope underwent an angulation adjustment and video image calibration and was returned to the customer on (B)(6) 2016.